Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016 the receiver displayed low transmitter battery. No additional event or patient information is available. Data was provided for evaluation. The reported receiver message for low transmitter battery was not confirmed via data. However, the data evaluation did confirm a transmitter failure. The root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.